Event description:
It was reported that removal difficulties and tip detachment occurred. The target lesion was located in the coronary artery. A 300cm choice guidewire was used with a non bsc stent delivery system. The choice guidewire was being withdrawn post stent placement when it became stuck to the stent's strut resulting in the guidewire's tip detachment. Removal attempts were made to retrieve the detached tip however, they were unsuccessful. The detached tip remains in vessel at proximal stent site. No patient complications were reported and the procedure concluded.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Unit returned with its original pouch. The unit returned has distal tip damaged, as part of overall visual revision. Only a guidewire was received for this complaint. The device has the distal tip damaged, it was stretched and a section of the polymer tip was detached; besides, the guidewire was kinked in different sections along its body. Dimensional inspection for overall length and outer diameter (od) of distal tip could not be performed due to device condition. Od of middle of the device and od of proximal section are within specification.

Event description:
It was reported that removal difficulties and tip detachment occurred. The target lesion was located in the coronary artery. A 300cm choice guidewire was used with a non bsc stent delivery system. The choice guidewire was being withdrawn post stent placement when it became stuck to the stent's strut resulting in the guidewire's tip detachment. Removal attempts were made to retrieve the detached tip however, they were unsuccessful. The detached tip remains in vessel at proximal stent site. No patient complications were reported and the procedure concluded.